Manufacturer narrative:
Approximate age of device: age of device calculated from manufacture date is currently unknown. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported following a routine controller exchange, the customer supplied the patient with a system controller that was previously assigned and used by another patient. IFU states "do not reuse. Single patient use only". No adverse patient consequences were reported. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusions: the reported event of communication issues could not be determined, as the system controller serial number (B)(4) used at the time of the event was not returned for evaluation. The root cause of the reported event could not be conclusively determined. The device history records were reviewed and the records revealed the controller was manufactured in accordance with manufacturing and quality assurance specifications. System controller serial number (B)(4) was shipped to the customer on 15dec2014. No further information was provided. The patient remains ongoing on the device. The manufacturer is closing the file on this event.

Event description:
The system controller alarmed with a communication fault alarm shortly after connecting it to the lvad, and it was discarded.